Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that in the evening after implant, the patient was noted to have a dampened flow waveform with mean arterial pressures (maps) of 58-62mmhg. The team's initial thoughts was that she was vasoplegia post implant, but the patient was not responding to vasopressor support. The patient was still intubated and sedated so they got a transesophageal echocardiogram (tee) to evaluate and noted a moderate pericardial hematoma. The patient was taken back to the operating room immediately for clot evacuation. As soon as the clot was evacuated her flows returned to a baseline of 5-6 lpm with good pulsatility at 2600 rpm. Her chest remained open after the procedure was closed after two days.  The patient is currently still admitted to the hospital from the time of implant in the cardiovascular intensive care unit with other non-vad related on-going issues.  The hvad has been doing well with no further concerns.

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Review of log files was not performed since log files covering the reported event date were not provided for analysis; hence the reported event could not be confirmed. There is no evidence to suggest that a device malfunction may have caused or contributed to the reported event. The most likely root cause of the dampened flow waveform may be attributed to the reported clot found in the o.r. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.